Event description:
During use of the device for a cardiopulmonary bypass procedure, the pump displayed an "overspeed" message. The user powered off the unit and then restarted the unit and a "service pump" message was displayed. An alternative device was employed and the procedure concluded without incident. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.